Manufacturer narrative:
The customer reported an air injection occurred in (B)(6) of 2011. The customer has been using the injector since the incident and had a recent service visit on (B)(6) 2011. During this service visit the fse replaced a dented top cover and verified proper operation of the injector per service checklist (B)(4). No other malfunction of the injector was reported during the completion of the checklist. Cts history search shows no other similar issues with this unit. No further investigation needed at this time.

Event description:
On (B)(6): customer reports an (B)(6) female emergency department (ed) patient having a CT abdomen/pelvis with contrast for crohns disease. Optiray 350 loaded into an empty disposable syringe. Saline was also loaded into an empty disposable syringe for dual head injection procedure. Syringes were connected to the patient existing IV site from the emergency department. Undetermined injection protocol was initiated by the technologist. Technologist noted no contrast on the scan images, and immediately stopped the CT scan and injection. Radiologist were called to evaluate the patient and scan images. Radiologist determined a large air embolus (volume not specified) on the scan images. Patient was not demonstrating any signs or symptoms of stress. Radiologist determined the patient exam could be continued and hand injected contrast media to complete the procedure. A few minutes post the procedure, the radiologist requested a repeat CT scan to evaluate the air embolus and note the air embolus had resolved. Patient was returned to the emergency department.